Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+ and a flail. While inserting a steerable guide catheter (sgc) into the femoral vein, resistance was felt. A different sized dilator and a stiffer guidewire were used, however, resistance with the sgc remained. The sgc was removed and a tear in the soft tip of the sgc was observed. Therefore, the sgc was replaced. The procedure was continued with a new sgc, and two clips were successfully implanted, reducing mr to a grade of 1-2. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
In this case, the reported difficult to insert (anatomy) could not be replicated in a testing environment. Additionally, the sgc soft tip was found to be deformed. The reported torn sgc soft tip appears to be due to user perception of the issue. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information and returned device analysis, the reported difficult to insert (anatomy) appears to be due to patient anatomy. The reported torn sgc soft tip appears to be due to user perception of the issue. The reported sgc soft tip deformation is a cascading effect of the reported difficult to insert (anatomy). There is no indication of a product quality issue with respect to manufacture, design, or labeling.